Manufacturer narrative:
Tw # (B)(4). Corrected section: h6-added 2nd device code 2930. The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact harvesting device heater wire. There were no visual defects observed on the either the intact clear silicone insulation on both the cold and hot jaws. There was no peeling observed on either of the jaws. Both the jaws were observed to be intact, with no visual defects observed. An engineer evaluation was conducted. The jaws were inspected under magnification. It was determined that the silicone on the jaws was intact and had not peeled. Due to the hospital reporting a "white piece of plastic" the lumen halves were also inspected under magnification. Both sides of the left lumen half and both sides of the right lumen half were inspected. There was no evidence of abrasions or of any shavings on the edges of the lumen halves. Based on the returned condition of the device as well as the evaluation results, the reported failures "peeled; delaminated; jaw" and "environmental particulates" were not confirmed. The lot # 3000419364 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode peeled; delaminated; jaw are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 near the very end of a vein case on the next to last big branch they had left for last, the user stated that they noticed something had dropped off the jaws and into the tunnel of the leg. They described it as a "white piece of plastic". They proceeded to retrieve the piece successfully by picking it up with the jaws from the tunnel and then pulled the bisector/jaws into the harvesting cannula and then pulled the whole device out of the leg. They then proceeded to look for the piece they had pulled into the harvesting cannula and did not see anything and assumed that when they cleaned the jaws with a lap/raytec that the piece may have been picked up there. They also observed that a portion of the silicone on one side of the jaws was missing. They opened another kit and went back into the tunnel to double check and did not see anything. They then proceeded to finish the case with no other issues. There was a delay. No harm.